Event description:
It was reported there was a connection issue between the minicap transfer set and patient line of the cassette. It was stated that the patient could not disconnect from the transfer set. The event was further described as "the dark blue part of the transfer set just keep spinning and would not disconnect". This occurred during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(6) united states (B)(6) dominican republic h10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.